Manufacturer narrative:
The customer was provided a quote for repair and replacement.

Event description:
It was reported the device showed a therapy disabled failed operational check error. There was no patient involvement. This case is a continuation of (B)(4). The customer was provided a quote for repair and replacement of the high voltage capacitor. Since the order form has not yet been submitted by the customer, repairs have not been carried out. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.